Event description:
Caller reported that a lab sample drawn at 1435 from an unresponsive emergency room pt was resulted 30 minutes later as 27 mg/dl. Reported blood glucose results from advantage system 1 of hi, which on the advantage system indicates a result in excess of 600 mg/dl, 215 mg/dl, and 320 mg/dl and advantage system 2 result of 97 mg/dl within 10 minutes of the lab draw. Caller states that staff then treated pt with 50 mea of d50 based on physiological condition of pt and not based on meter readings. Reported advantage system 1 retest of 52 mg/dl 10 minutes following treatment. A request was made for the return of the strips, replacement was sent. Meter passed valid control tests, was not replaced or returned.

Manufacturer narrative:
This medwatch is for advantage system 2. (B) (6).